Manufacturer narrative:
(B)(4). Reported event of stent broken. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2016-02732 pertains to the first ascerta¿ ureteral stent and manufacturer report #3005099803-2016-02731 pertains to the second ascerta¿ ureteral stent. It was reported to boston scientific corporation that two ascerta¿ ureteral stents were to be used for ureteroscopy (urs) procedure performed on an unknown date. According to the complainant, during the procedure, the first stent was found broken when opened. A second stent was opened and was also noted to broken. The procedure was completed with another ascerta¿ ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.